Event description:
The user facility reported to olympus that during preparation for use on a gastroscopy procedure, the composite port was not working on the video system center, thus no image was reported. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. The evaluation indicated that the unit was kept under observation for six days and found that the device was working appropriately. In addition, there were dust found inside the unit and the paint was peeling off from the water container holder. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, a root cause could not be identified. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.